Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection did not note any anomalous conditions in shape or structure. Mechanical inspection revealed the helix electrode consistently extended within six turns and retracted within 8 turns. Helix, fully extended, measured .079 inches within specification. Primary analysis finding: no anomalies found.

Event description:
It was reported the was attempted for replacement. However, position difficulty was encountered as physician was unable to position the lead in the right atrium appendage. Eventually, another medtronic lead was attempted and successfully implanted without incident. No patient complications have been reported as a result of this event.